Event description:
Shortly after his cochlear implant surgery, the pt's parents reportedly used toupee tape to keep his speech processor on. An irritation developed and became progressively worse. In 2005, the pt was seen by his doctor, who reported that the wound was draining and crusting. By about two months later, the incision reportedly had opened and the device began to extrude. The device was explanted. The pt plans to have a new device implanted once the wound has fully healed.